Event description:
My dexcom show that the battery was low, so I placed it on the charger. Next day I received the same signal so I put it to charge again. It still maintained the same thing on the screen. Dexcomg6. Now I have no patch on and no reader to check reading. I will pick up new sensors at the pharmacy. I need my receiver. I have an old phone. It has no more storage so I can't set that up.